Event description:
It was reported that the tm patella was fractured at the root of the peg, 2 years after surgery. Primary surgery was held at (B)(6) 2012. Revision surgery was held (B)(6) 2014.

Manufacturer narrative:
Investigation is still in progress.